Manufacturer narrative:
(B)(4). The exact date of birth was not reported; however, it was reported that the patient was born in (B)(6). The onset of the septicemia was unknown. The onset of the peritonitis was (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced septicemia and peritonitis manifested by abdominal pain and cloudy fluids coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized. Five days later, pd therapy was discontinued due to septicemia and the patient was discharged from the hospital. Dianeal therapy was discontinued on the same day as discharge. The cause of the peritonitis and the septicemia was unknown. At the time of this report, the patient had not recovered from the event. No additional information is available.